Manufacturer narrative:
Philips has investigated this complaint a philips remote service engineer (rse) received the complaint and confirmed that host pc failed to start up which would prevent the whole system from booting. Philips engineer sent quote to customer however customer did not approve the quotation. As a result, no service has been carried out by philips. There has been no additional information received to date. The codes were updated based on investigation outcome.

Event description:
It was reported to philips that the host pc failed to bootup, which would prevent the whole system from booting up. The device was not in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.